Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, it states, "the surgeon is to be thoroughly familiar with the implants and instruments, prior to performing surgery." Unique identifier - (B)(4). This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2017-00763 / 00764).

Event description:
During a shoulder arthroplasty, the mini baseplate would not seat properly after two attempts and was removed from the patient's wound. Another baseplate was implanted without incident.

Manufacturer narrative:
(B)(4) . Mini baseplate returned for evaluation. Hardness taken on reamer and dimensions taken on reamer and baseplate are within specifications. DHR review of part 010000589, lot 500530 show no deviations or anomalies. A complaint history review was conducted for part# (010000589). The search identified (0) additional complaints for the same lot# (500530). A definite root cause cannot be determined with the information provided.